Event description:
Event description cpi received information that this downsize plus lead (0095) was attempted implant and the physician could not make a good connection with the implantable device (ventritex), so the entire system was removed and a new implantable cardioverter defibrillator (ICD)(1763) along with a new endotak downsize plus lead (0125) was implanted.